Event description:
Caller reported a cartridge alarm 30, indicating an issue with their insulin pump. Customer's blood glucose level displayed as "high," necessitating a correction injection via multiple daily injections (mdi). Tandem technical support decided to replace the pump as a resolution, providing a new pump with updated software and instructing the customer on how to manage the transition, including the return of the problematic pump.